Event description:
During a thoracotomy procedure, it was reported the surgeon fired the tpv30 out of the package across the pulmonary artery. The surgeon opened the instrument and discovered the orange drivers were up, but there were no staples present in the tissue of device. It was reported there were no consequences to the pt.

Manufacturer narrative:
Based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there was visible damage to the safety and that an internal component of the instrument had become detached, therefore, making the instrument non-functional. No conclusion could be reached as to how the damage to the instrument occurred. The batch history were investigated and there were no anomalies noted for missing staples during manufacturing. It should be noted that a 100% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.